Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that every now and then they feel "a little jolt where the device is implanted". The device remains in use. No patient complications have been reported as a result of this event.